Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the lead/anchor were prominent and causing irritation of the patient¿s soft tissue. An anchor revision was performed and the current anchor was sutured deeper under the facia. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was that the day of procedure the device was not anchored properly by the previous hcp. No further complications were reported.